Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the screen was harder to see also insulin was squirts out during priming. The customer blood glucose level was unknown. Customer also stated that at least 2 buttons was harder to push. The insulin pump will not be returned for analysis.